Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of occlusion with an infusion sets as the patient reported to not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. The patient replaced infusion set only and resumed insulin deliveries successfully. No further information available.